Event description:
It was reported the patient had a loss of therapeutic effect. The patient¿s diabetes doctor thought their device stopped working. The patient was hospitalized for a week due to a return of vomiting. They had a feeding tube placed. The battery was fine a month prior. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: 2004-(B)(6), product type: lead. (B)(4).